Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The peritonitis was manifested by cloudy effluent. The breach in aseptic technique was not further specified. The same day as event onset, the patient presented to the emergency room and was subsequently hospitalized for the peritonitis event. The same day, the patient began treatment with intraperitoneal vancomycin (2 gm weekly for 21 days). Two days after event onset, the pd effluent was clear. Three days after hospitalization, the patient was discharged and was recovered from the peritonitis event. Pd therapy was ongoing. On an unreported date after hospital discharge, the patient was retrained on the proper aseptic technique. No additional information is available.